Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the lamp not lighting was due to a faulty power source unit. However, the specific cause of the faulty power source unit could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of lamp could not be turned on was confirmed. Device evaluation found that the lamp failed to light up due to a faulty power unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the visera elite xenon light source lamp could not be turned on. The issue was found during preparation for use, and the diagnostic procedure (laryngoscopy) was completed with a similar device and without delay. The patient was not under anesthesia. There were no reports of patient harm.